Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited loss of sensing. The device was reprogrammed. The patient remained asymptomatic.